Event description:
Complainant alleged that during set up of the device for possible pt use, the screen displayed a "bridge test failed" message. The complainant indicated that there was no pt involvement in the reported malfunction.